Event description:
It was reported the pt's stimulation has turned off, and her ipg does not communicate with external devices. Follow-up identified surgical intervention is planned at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.